Manufacturer narrative:
Additional narrative: correction: the device manufacture date was documented as oct 24, 2014 in the initial report. It has been updated as oct 21, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not accept gage 900.330.000. It was further noted that the unit's carrier shaft, disconnect sleeve and starting disc were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an open reduction internal fixation (orif) proximal tibia revision case, it was observed that a screwdriver device became lodged in a quick coupling device. According to the report, the screwdriver device and the quick coupling device were coupled for the removal of an unspecified number of cortical screws and locking screws hardware devices. It was further reported that the screwdrive was discovered stuck in the quick coupling device during an attempt of transitioning from the screwdriver device to an unspecified drill bit device. There was a delay of ten minutes to retrieve a spare device. The surgery was completed successfully and the patient was doing fine. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.